Event description:
It was reported that during a coronary stenting treatment procedure, the stent moved on the delivery device. The 80% stenosed, eccentric de novo lesion was located in a non-calcified and moderately tortuous mid right coronary artery. The lesion was not predilated. The physician experienced some resistance while advancing the 3.50x16mm liberte' bare metal stent to the lesion. The balloon was inflated to deploy the stent and the stent delivery system was removed from the body. Upon removal, the physician noticed that the stent was on the catheter shaft proximal to the balloon. The procedure was completed by the placement of 4 stents: another 3.50x16mm liberte' bare metal stent, two 3.0mm liberte' stents and 2.5mm express stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Sometime between (B) (6)2009 and (B) (6)2009. (B) (4).